Manufacturer narrative:
Continuation of d10: product ID m01a02 (unknown serial/lot); product type: 0620-mobile application; implant date n/a; explant date n/a product ID m01a02 (unknown serial/lot); product type: 0620-mobile application; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze during the middle of an interrogation. Troubleshooting steps were taken to include two separate attempts in swapping out the application; however the issue persisted on both attempts. No patient complications have been reported as a result of this event.